Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump alarmed compromised force sensor system and squirting out during manual prime. Drive support cap was sticking out. Customer¿s blood glucose was 288mg/dl. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump received with cracked/detached end cap. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test or verify compromised force sensor system alarm due to cracked/detached end cap. Insulin pump had loose/protrude drive support disk.